Event description:
In 01/2004, kmi was notified of an explant of a wrist fusion system (spider plate and screws) on an unreported date by dr. The explant was performed to address pain reported by the pt. The original implant date was not reported.